Event description:
As cardiopulmonary bypass was ending, the pump motion became uneven, then stopped with an "overspeed" warning message. Unrelated to pump status, the patient's needs were such that cardiopulmonary bypass needed to be re-initiated. The subject pump could not generate flow faster than 1.7lpm without the error message occurring therefore the pump was replaced with another pump and the surgery was completed. The pump change required 60 seconds. No adverse health outcomes were reported as a result of the pump stop.